Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that as received, the connector portion of partial lead was returned in one piece measuring 34.0cm. Visual inspection of the lead found external insulation abrasion consistent with friction to the device can that breached the optim sheath only proximal to the suture sleeve tie impression. The silicone tubing was not abraded in this location.

Event description:
This report is to advise of an event observed during analysis.